Event description:
It was reported the single use aspiration needle had a fracture that occurred at the connection between the white plastic part of the needle's handheld portion and the needle core. The issue occurred during an endobronchial ultrasound-guided transbronchial needle aspiration, the needle was removed and replaced with new device and the procedure was completed. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.